Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (INS). The reason for call was caller stated that the patient got hit by a bull and they suspect that maybe there has been some lead migration. The patient has thoracic and cervical leads and the pt is still getting stim coverage with thoracic lead, but they suspect the cervical lead has migrated, possibly out of the epidural space. The patient needs an MRI to confirm some other concerns if the lead were to have been dislodged from the epidural space. The caller was not with the patient at the time of the call, so further information could not be obtained. TSS reviewed MRI guidance about lead location for full body scanning. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was hit by the bull 2 weeks ago. No action is being taken right now, but a lead revision is planned. The issue has not been resolved.

Manufacturer narrative:
Continuation of D10: Product ID 3778-60 Lot# Serial# (b)(6). Implanted: Explanted: Product Type LEAD Product ID 3778-60 Lot# Serial# (b)(6). Implanted: Explanted: Product Type LEAD Section D information references the main component of the system. Other relevant device(s) are: Product Id: 3778-60, Serial/Lot #: (b)(6), UBD: 08-MAR-2015, UDI#: (b)(4) ; Product Id: 3778-60, Serial/Lot #: (b)(6), UBD: 18-OCT-2015, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.